Manufacturer narrative:
No cracks on the lcd window were noted. However, the pump had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a crack in the liquid crystal display screen. The blood glucose reading was 415 mg/dl. The customer stated that he was unsure how the damage occurred. The caller was advised that the device be replaced. Nothing further reported.